Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) readjusted the incubator temperature and performed a version up. The fse calibrated the aia-2000 instrument and ran quality controls and precision, which passed. The aia-2000 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under section 6. System operation, states the following: the 6.2.2 maintenance routine. Note that if the temperature at the incubator, b/f table, pd table, detector, wash solution heater or substrate heater has not stabilized, the level background measurement will not begin. If background measurement does not commence within 30 minutes, the "daily check routine did not complete" message appears, indicating possible temperature control failure. It is recommended that you contact a tosoh service center or local representatives. The most probable cause of the reported out of range quality controls was due to the incubator temperature requiring adjustment.tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
A customer reported that after preventive maintenance (pm) was completed on the aia-2000 instrument, their mas lia 2004 quality control (qc) is running higher than 2 standard deviations. The customer changed the wash, diluent, and substrate solutions and used three (3) sets of qc without resolution. The customer confirmed that the field service engineer adjusted the temperatures during pm and re-calibration was performed. The technical support specialist suggested re-calibrating the instrument; however, the customer requested service in order to address the reported issue. A field service engineer was dispatched, which resulted in delay in reporting of patient results for estradiol (e2), follicle stimulating hormone (fsh), intact parathyroid hormone (ipth), and luteinizing hormone (lhii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.